Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular events on or about (B)(6) 2011, (B)(6) 2011, (B)(6) 2011 and (B)(6) 2011 then subsequently expired on (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of five events reported for the same pt involving two separate products.